Event description:
Pt uses device for sleep apnea. Friday night their electricity went out and the machine cut off. It does not have a battery back-up or "loss of power" alarm. Because pt was asleep he continued to rebreath the carbon dioxide rich air that was trapped in the tubing. He awoke gasping and scared; he couldn't sleep the rest of the night because he was afraid the power would go out again. Rptr is concerned that this is a poor design for this machine.